Event description:
It was reported that after two days of use, the white cuff broke. Additional information received indicated that medical intervention was required. The tracheostomy tube was changed at the patient's home by the doctor. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three (3) product sample photos were received for evaluation. Visual inspection was conducted and could be observed of a top view of the packaging from each product reported for customer; however, none of them show the condition of the cuff and it is not possible confirm the failure mode reported by customer. No functional testing could be performed as no samples were received. No root cause could be determined since the complaint was not confirmed due to photos provided does not show the failure mode reported.